Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one inpact admiral balloon catheter was used to treat the right mid sfa and two inpact admiral balloon catheter were used to treat the right distal sfa. Approximately 1 year post index procedure the patient suffered right sfa occlusion. The patient was treated with pta of the target lesion. The patient recovered.